Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the vertical lift column issue. A friction lock was in need of adjustment tone the c-arm orbital rotation. Also, customer requested a preventive maintenance be scheduled. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had reported vertical lift column issues.